Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that an introducer, wire, and dilator were introduced into patient¿s vascular for a leadless pacemaker implant. Air kept coming out of the syringe after taking out the dilator and wire and aspirating. The dilator was put back in and then also removed with the same results. The physician put their thumb over the opening of the introducer, and both air and blood pulled back when aspirating. The delivery catheter was then introduced into the system. At this time, the air was visualized on fluoroscopy, system was taken out, and the introducer was replaced. It was suspected that the valve on the introducer was leaky and introduced air into the system. Patient had no other consequences.